Event description:
From staff: ICU medical device mc330247 smallbore bifuse pressure infusion w/2 remv [with two removable] microclave clear 2 purple clamps used for infusion. One side of the t connector had blockage, other side worked. Device not saved.